Event description:
Lead explanted due to dislodgement. Possible damage during revision. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The visual analysis revealed cuts into the insulation 37cm distal to the is-4 connector pin, which most likely resulted from the lead revision. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.